Manufacturer narrative:
Correction: h10: this case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. The complaint kit and photographs were returned for investigation. Examination of the photographs confirm the blood leak as blood is seen on the centrifuge chamber walls and at the bottom of the chamber. The centrifuge bowl and drive tube components of the kit appear to be intact. The centrifuge bowl is still contained in the bowl holder and the drive tube is secured in both its retainer clips. Inspection of the returned kit found no leaks from the drive tube. The centrifuge bowl had separated between the bowl base and outer bowl. Further inspection of the centrifuge bowl found a crack that runs around the circumference of the outer bowl. The separation occurred above the weld joint indicating the separation occurred in the outer bowl material and not at the weld. A material trace of the bowl assembly and its components used to build lot j342 found no related non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a break in the outer bowl material; however, the cause for the break in the outer bowl material could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t.: (B)(6) 2021.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot j342 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot j342 shows no trends. Trends were reviewed for complaint categories, drive tube leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for these complaint categories. This assessment is based on the information available at the time of the investigation. At the time of this report, the analysis of the returned kit and photographs is still in progress. A supplemental report will be filed when the analysis is complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they received an alarm #7: blood leak? (Centrifuge chamber) alarm and noticed a blood leak in the centrifuge chamber. The customer reported the drive tube and centrifuge bowl components appear to be intact. The customer aborted the ecp treatment and did not return residual blood within the kit to the patient. The customer reported the patient was in stable condition. The customer returned the kit and photographs for investigation.